Event description:
During procedural adjustment of patient, the table inadvertently moved 45 degrees and the unsecured patient dropped from the table.

Manufacturer narrative:
The hospital was also informed that they should take precautions whenever a patient is on the table and use of the belts would prevent patients from being dropped. Also, it was noted that the table was not under our preventative maintenance program and the table had been maintained by their service group. At that time, our director of customer resources group again offered our regularly scheduled preventative maintenance package to ensure the table is properly maintained.